Event description:
It was reported that following the replacement of a soletra with an activa rc and adapter, all impedances were measured at over 40,000 ohms. An x-ray gave a slight indication that the adapter was not fully inserted. During a revision the connection was opened and closed again. It was reported that the insertion of the last few mm required extra strength. Impedances were ok after the revision. It was reported that there was no pt injury and the pt was ok after the revision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).